Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. For clarification, the tube extension was cracked near the axial key at the proximal clevis. Based on this clarification, the complaint is confirmed. The clevis was not dislodged from tube extension. Engineering concluded the tube extension likely broke due to excessive side loading or other mishandling. Additional damage found was deep scratches on the main tube near the housing. The proximal end of the main tube had two scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length approximately .0545 and .0355. Engineering concluded the damage may be due to mishandling. Electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the housing came apart on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.